Manufacturer narrative:
Evaluation summary: based upon the inquiry info received visual and functional examination: the unit was found to require the vacuum pump and the vso vacuum system to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that only fragmented samples were able to be obtained during the procedure. It was stated that the vacuum pump in the unit seems unusually loud when in use.